Event description:
Reporter stated the infusion device delivered unintended boluses on (B)(6) 2015, and the customer experienced hypoglycemia and required medical treatment as a result. The infusion device delivered a total of 208.0 units of insulin on (B)(6) 2015; 8 boluses of 25.0 units were delivered, with 5 of these occurring at 1:00 p.m. Her blood glucose decreased as low as 1.7 mmol/l, and she was given fast-acting carbohydrates by school staff. On (B)(6) 2015, she stayed home with her mother. The infusion device delivered 2 25.0 unit boluses, and her parents provided (B)(6) as treatment. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.